Event description:
Rn and physician stated that when using the philips defibrillator to cardiovert a patient the machine screen turned black and then flashed an error code. They noted that the power light and the battery light to the machine were still on. They then turned the machine off and on again and proceeded to cardiovert the patient. They "smelt something burning or like on fire." They then noted that the pads on the patient had left a first degree burn. Some burnt chest hair was removed. The machine was hot to touch. The patient's wound was treated with silvadene and abd pad was placed over the burn. The patient was given instructions on burn care and discharged.